Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. No intervention has been performed. The patient is stable and will continue to be monitored.